Event description:
It was reported that during a da vinci cholecystectomy procedure, a chunk of the single-site port (valve) fell into the patient. Doctor was able to retrieve it. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) was contacted to obtain additional information regarding reported complaint. Csr indicated that the fragment from the single-site port was retrieved laparoscopically. No additional surgical procedure or post-operative tests were required to remove the fragment. The port was inspected prior to use and no physical damage was found. The issue occurred when surgeon was inserting the assistant 5mm trocar into the port at the beginning of the case. Surgeon was not sure what caused the port to tear. The camera was aimed at the direction of the gallbladder and not vertical. This may have caused the tip of the obturator to rub the sidewall of the lumen. The single-site port was in use for about 5 minutes or less from the initial insertion to incident. There was no allegation patient injury or adverse event.

Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted, if the accessory is returned and/ or additional information is received. This complaint is being reported due to the following: it was reported that during a da vinci cholecystectomy procedure, a chunk of the single-site port fell into the patient. The chunk (fragment) was retrieved laparoscopically. No additional surgical procedure or post-operative tests were required to remove the chunk. There was no allegation patient injury or adverse event.